Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to reproduce the reported issue. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report that a surgeon felt uncomfortable when he was controlling universal surgical manipulator (usm)4. Prior to calling, the customer reseated the sterile adaptor and the instrument on usm4, but the issue persisted. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon reported feeling uncomfortable while manipulating the usm4. The usm moved in the intended direction with appropriate timing, without shakiness, friction, resistance, or delay; the issue could not be reproduced, no patient injury occurred, and no images or videos were available, with the surgeon leaving the or after undocking the psc and no further detail on motion scaling provided.